Event description:
It was reported that in the last 7 weeks, the implant in the patient¿s body would get "really hot" when he tried to charge it. The patient couldn¿t communicate with either the recharger or patient programmer. It had been 5 weeks since the patient felt stimulation. It was noted that the battery could be depleted. Follow-up with the patient's healthcare provider indicated that the cause of the event was the battery [illegible] overdischarged. It was noted that there was a power on reset on 2013 (B)(6) with the connection. The reporter indicated that there was a user error. The patient did not require hospitalization and the patient outcome was no injury.

Manufacturer narrative:
Product ID 37751, serial# (B)(4);: product type recharger product ID 37744, serial# (B)(4); product type programmer, patient product ID 37754, serial# (B)(4); product type recharger product ID 39565-65, serial# (B)(4), implanted: 2012 (B)(6); product type lead. (B)(4).